Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that ¿this device has been tearing me up,¿ which they stated felt like a ¿live wire¿ through the pelvic area. The patient also reported that the therapy was interfering with their bowel movements. The patient reported that the amplitude was less than 1.0 and that prior to calling they had turned the therapy off. The patient noted that they still felt a little bit of the sensation even with it turned off. It was recommended that the patient keep their therapy turned off until they were able to follow up with their managing health care professional (hcp). The patient was redirected to follow up with their managing hcp to address their symptoms/concerns. No further complications were reported at this time.